Event description:
A 29 y/o hispanic female admitted 3/24/98 for suspected malfunction of lumboperitoneal shunt which resulted in recurrent headaches. Device was spetzler lumboperitoneal shunt with an inline high pressure valve. Operative testing revealed faulty valve which was explanted and replaced.